Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patient's paroxysmal supraventricular tachycardia (psvt). The health care professional (hcp) contacted technical services (ts) and after a long discussion the hcp decided to move forward with a clinical approach performing a cardiac ablation. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.